Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned for analysis in two pieces. External insulation abrasions were noted from 7.4 cm to 7.9 cm and from 8.5 cm to 9.0 cm from the connector pin, consistent with friction against another implantable device. The etfe coating was intact at these locations. All other damage found was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.